Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the impella was removed because the patient experienced occasional episodes of ventricular tachycardia (vtach) and ventricular fibrillation (vfib) while receiving support from the impella 5.5. An echocardiogram revealed that the impella was positioned at an appropriate depth within the free space of the left ventricular outflow tract. After its removal, the patient continued to have arrhythmias and sustained vtach. The patient was shocked multiple times and survived the event.

Manufacturer narrative:
Ppae: (tachycardia/ventricular fibrillation): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. The pump sn (B)(6) passed all the post sterile inspection checks.